Event description:
On the event date, the pt reported an e4 (occlusion) error displayed on his insulin infusion device while he was priming a new tubing. He changed to a new tubing from a different box but he again received an e4 during the prime. He stated his blood glucose was elevated to 152 mg/dl because he has been disconnected from his device for about 1 hour while trying to resolve the issue. His target range is 70-120 mg/dl. During the report, the pt tried 5 different tubings but an e4 displayed each time. The pt was instructed to disconnect the tubing from his device and primed without error. The pt attached a new tubing and primed but again received an e4 after 6 units. The pt tried again and was able to prime without occlusion. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.